Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter: during an obstetrics and gynecology (ob/gyn) procedure, there was no loop at the end of the suture to lock the suture. The doctor opened a new device to finish the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted one partial suture and one needle. The loop was observed to be broken but not returned. Unfortunately, because no sealed samples were returned, pmv could not confirm that the loop was missing out of packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were returned, pmv could not verify that the loop broke out of packaging. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.